Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2019-09334, 1627487-2019-09335, 1627487-2019-09336. It was reported that the patient had an infection at an unknown date. In turn, surgical intervention was undertaken wherein the system was explanted. Further information is currently not available.